Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens will be explanted approximately 16 and a half years post-implant due to presumed calcification. The lot number and serial number of the lens was not provided; therefore, it cannot be determined if this is a hydroview 1.0 lens. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned for evaluation; therefore it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or current diseases). By definition it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification referring to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the device history record could not be performed. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
The lot number of the device was not provided. Therefore, the device history record (DHR) review could not be conducted. The lens was returned intact. Both haptics are attached to the optic. The optic has a cloudy white appearance in the center and some areas with an orange peel appearance. A chemical stain test was performed to determine if calcium is present on the lens. Large areas of the optic did turn red confirming calcium. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information provided, the exact root cause could not be determined. Lens calcification is a known procedure complication for this type of lens.

Event description:
Additional information: lens was explanted.